Event description:
Atrial screw in lead fixed to right atrial appendage. Very poor sensing and pacing, could not unscrew lead from atrial wall. Bent screw trying to do so. Left lead in atrium, copped proximal end. Converted to vvir device.